Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure as the patient was no longer using the scs. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.